Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn and partially peeled. Both the probe tip and the grasping section had contact marks with each other. And the coating on the outer surface of the jaw had partially come off. While the grasping section was closed, seal output could be activated with both seal and cut button and seal button, and seal short circuit error did not occur. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the errors occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for an uncertain procedure. It was reported that the subject device stopped working during the procedure. Both seal and cut button and seal button for output would not activate. There were no previous alarms and no display messages on the generator. The subject device was replaced with another same device and the intended procedure was completed. There were no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on june 3, 2016, it was found that the tissue pad had worn and partially peeled. It was also found that the coating on the outer surface of the jaw had partially come off. And it was not reported that the fragment of the coating fell into the patient. This is the report regarding the tissue pad damage. Please cross-reference the following report about the coating damage: 8010047-2016-00762.